Event description:
It was reported with the use of the bd scalp vacutainer safety-lok there was an issue with sterile breach. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd was able to verify the returned samples tubes of both units were cut off because they reached the sealing area during the manual feeding of the product during the packaging process. The root cause of this incident was during the manual packaging of the product where the tube is manually coiled prior to being placed into the blister pack cavities. This tube may have uncoiled and reached the sealing area of the package. The claimed lot 7270619 that was manufactured from 13-oct-17 to 18-oct-17 at selovac 4 and it was verified the tests of ¿damaged component inside the package¿ and it was not evidenced records of this issue for this complaint. There are no quality notification (qn) or nonconformity report of ¿damaged component inside the package¿ that could lead to this complaint. Confirmed: bd was able to confirm the complaint for the defect claimed. Based on the investigations, it was found that the root cause of this incident was during the manual packaging of the product where the tube is manually coiled prior to being placed into the blister pack cavities. This tube may have uncoiled and reached the sealing area of the package leading to the defect claimed.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd scalp vacutainer® safety-lok¿ there was an issue with sterile breach. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd was able to verify the returned samples tubes of both units were cut off because they reached the sealing area during the manual feeding of the product during the packaging process. The root cause of this incident was during the manual packaging of the product where the tube is manually coiled prior to being placed into the blister pack cavities. This tube may have uncoiled and reached the sealing area of the package. The claimed lot 7270619 that was manufactured from 13-oct-17 to 18-oct-17 at selovac 4 and it was verified the tests of ¿damaged component inside the package¿ and it was not evidenced records of this issue for this complaint. There are no quality notification (qn) or nonconformity report of ¿damaged component inside the package¿ that could lead to this complaint. Confirmed: bd was able to confirm the complaint for the defect claimed. Based on the investigations, it was found that the root cause of this incident was during the manual packaging of the product where the tube is manually coiled prior to being placed into the blister pack cavities. This tube may have uncoiled and reached the sealing area of the package leading to the defect claimed.

Event description:
It was reported with the use of the bd scalp vacutainer safety-lok there was an issue with sterile breach. There was no report of injury or medical intervention.